Event description:
A customer reported broken phacoemulsification metallic tube during quadrant removal phase of a cataract surgery. Part of the metallic fragment was inside the anterior chamber of the patient's eye at the main wound. The metallic fragment was successfully retrieved and there was no foreign body inside the patient's eye. There was no report of a patient harm. Additional information received from the company representative who indicated patient condition was good. The metallic fragment was successfully retrieved and there was no foreign body inside patient's eye after the surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened broken phacoemulsification tip taped to a tray within a bag along with another bag containing a wrench and other items in a tray were received for the report of a broken phacoemulsification metallic tube. The sample was visually inspected and deemed nonconforming, the phacoemulsification tip was broken at the ab hole with a very jagged break. The wall thickness was even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of a broken phacoemulsification tip and a broken phacoemulsification tip in a tray with custom pak label, the reported product complaint is confirmed. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).